Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the bottom of the cartridge began to leak when it was filled with insulin. The customer's blood glucose level was 215 mg/dl. It was confirmed that the customer loaded a new cartridge.